Manufacturer narrative:
The investigation into the automated impella controller (aic) error and placement alarms has been completed. Data logs were reviewed and confirm the alarm. The device was received and the analysis revealed the error and loss of placement signal was due to an optical bench firmware communication protocol deficiency resulting in misalignment of data communication packets received by the embedded personal computer. The console software operated as designed. F6 and f8 should have been blank.

Event description:
The user facility reported a 55-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a brief controller error alarm during impella 5.5 support. The error coincided with a loss in placement and lv (left ventricle) signals on the aic (automated impella controller). The issue resolved on its own after a couple minutes, but a backup console was placed outside of the patient's room in case the issue recurred. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.